Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on the patient. The patient was not harmed or injured as a result of the event. The puritan bennet customer support enginer (cse) verified the malfunction. The cse inspected the device and replaced the bdu pcb and psol. The unit passed extendiig self testing.